Manufacturer narrative:
No patient information was provided as no patient was present. A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure was replaced during a system checkout. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that two transistors on the unit were shorted. Concomitant medical products: other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the power conversion enclosure failed. The fans are always on.